Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pmcf-q-syte-extension-set caused the clinician to experience infection on 30 occasions, tubing damaged on 7 occasions, tubing kinked on 201 occasions, flow issues on 293 occasions, air bubbles on 45 occasions, leakage on 4 occasions, blood back up on 32 occasions, attachment issues, hemolysis on 8 occasions, and damaged q-syte on 3 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via survey response the clinicians experienced localised infection (30), tubing defective / damaged (7), tubing kinks (201), flow rate slow (127), flow rate occluded (166), air bubbles / air in line (45), leakage (4), blood backs up and/or not completely expelled (32), crystallization (5), bd q-syte extension set cannot be attached to iso compliant mating device (1), hemolysis (8), bd q-syte needle-free connector is damaged / defective (3). Additional information related to damaged/defective tubing states: "they were one-off cases" "they had small cuts and it wasn't possible to aspirate" "a defective tube, it had a small crack or leak" "a ruptured tube." Additional information related to what leaked and from where states: "peripheral parenteral nutrition. From the connection with the peripheral line" and "an antibiotic. The connection with the peripheral line" additional information related to damaged/defective needle free connector states: "one of the clamps was missing and there were broken caps" "it was ruptured." Additional information related to localised infection states: "infection" "antibiotic administration." Additional information related to tubing kinks states: "insulin administration." Additional information related to flow rate slow states: "a blood product." Additional information related to flow rate occluded states: "an antibiotic for prophylaxis." Additional information related to blood backs up and/or not completely expelled states: "an individual case, too much back up with device disconnection."